Event description:
Caller states the patient tested 4.3 inr, 6.7 inr, and 4.3 inr on the coaguchek xs plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6).